Event description:
It was reported the elite xenon light was loose at the connector. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d8 and e4: missing fields on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction confirmed. Based on the results of the investigation, it is likely that wear of the connector led to the malfunction. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.